Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, it was noted that there was a hole/leak in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on an unknown date. During the procedure, it was noted that there was a hole/leak in the balloon. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: problem code a041001 captures the reportable event of balloon pinhole. Investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the proximal section on the body of the balloon. It is possible that interaction with scope or any other surface during the procedure could create friction on the balloon, causing the issue of balloon pinhole during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.